Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp.

Event description:
The iab leaked upon insertion. The iab was removed and a second was inserted. On 3/19/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: none from the event-reported 11/21/97. [Pt's current status]: unk-rpt'd 11/21/97.